Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, the event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as the application of excessive force, passing the lasso through sharp or irregular bony edges, and prying or leveraging the device through tight spaces.

Event description:
On 11/13/2025, a sales representative reported via (B)(4) that an ar-6068-25tr 25-degree tight right-curved quickpass lasso plastic casing around the nitinol wire frayed intraoperatively, making it unusable during a labral repair. They opened a new ar-6068-25tr suturelasso to complete the case. There was no harm done to the patient, nor was there any significant procedural delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.